Event description:
Upon inspection of the becton dickinson and company pca pump (which requires a key to open and close). Hospital staff discovered a weak spot under the plastic channel in which you are able to slip your finger under the plastic and unlock the channel, allowing the medication to be removed without a key.